Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a breast case, the cotton was falling apart from the laparotomy pack. They grabbed a single sterile and it was having the same problem, threads were being left behind when the surgeon blotted where they had dissected, the cotton was not unfolded.